Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, while inserting the subject guidewire into the non-stryker microcatheter the proximal section of the guidewire broke. No clinical consequences were reported to the patient.

Manufacturer narrative:
Expiration date: added. Product available to stryker and returned date: updated. Device evaluated by mfg :update. Summary attached: updated. Manufacturing date: added. A DHR (device history record) review indicated that the device met all required specifications when released. The transend guidewire was examined under magnification. During the investigation it was discovered that the guidewire was received in two fragments. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was slightly bent at the fracture site. From the condition of the guidewire at the fracture site, it appears that the guidewire separated due to excessive bending and excessive torque. The bending and fracture on the guidewire appeared to be due to excessive manipulation. Functional analysis was not able to be performed due to the anomalies found on the product. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and preparation, no resistance was observed while inserting the guidewire into the non-stryker microcatheter (tangent, unknown ID), and the proximal section of the guidewire broke during insertion into the microcatheter. The guidewire appeared to have been separated due to excessive bending and torqueing. Based on the device analysis, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies as these issues appear to be due to handling of the product during the clinical procedure.

Event description:
It was reported that during the procedure, while inserting the subject guidewire into the non-stryker microcatheter the proximal section of the guidewire broke. No clinical consequences were reported to the patient.